Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The manufacturer postal code for sections is (B)(4). The code was removed to facilitate timely regulatory report submission, and solely as a temporary workaround to a validation issue for section (B)(4).

Event description:
It was reported that during a cryo ablation procedure, after completion of the procedure with the balloon catheter, the physician introduced a competitor product into the sheath. Air was observed and removed from the sheath, and it was reported that no air entered the patient. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed with no notices or issues observed on the files. Unable to conduct further investigation as the product was not returned and no lot number was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.